Event description:
It was reported that the pt was refilled with a dose change on (B)(6) 2011, following which the next day pt presented with signs/symptoms of overdose, especially lethargy. The pt's family had a hard time arousing the pt that morning. Pump infused baclofen at a daily dose of 453 mcg.

Manufacturer narrative:
(B)(4).